Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up exam, the device was unable to gain telemetry with the wireless antenna. A new programmer and antenna were used, but there was still no telemetry. Communication with the device was possible using an inductive wand. The patient was in good condition.